Event description:
It was reported that 2 ll vlv adpt(stand alone) sets from lot 20116997, and 1 set from lot 20115589 had flow issues/blockage during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "unable to flush/prime extension sets." "Also received 3 samples of mat# 2000e: lot 20116997, qty 2, lot 20115589 qty 1".

Manufacturer narrative:
Investigation summary: two samples (model #2000e) were returned by the customer. It was reported that samples were received at the bd investigation site, that were not initially reported. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of both samples were not open and were unable to be flushed. The customer complaint can be verified. A device history record review for model 2000e, lot number 20116997 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. One sample (model #2000e) was returned by the customer. It was reported that samples were received at the bd investigation site, that were not initially reported. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water to confirm an open fluid path. The fluid path of the sample was open and then able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 20115589 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116997. Medical device expiration date: 2023-11-30. Device manufacture date: 2020-11-27. Medical device lot #: 20115589. Medical device expiration date: 2023-11-04. Device manufacture date: 2020-11-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 ll vlv adpt(stand alone) sets from lot 20116997, and 1 set from lot 20115589 had flow issues/blockage during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "unable to flush/prime extension sets." "Also received 3 samples of mat# 2000e: lot 20116997, qty 2, lot 20115589 qty 1."